Manufacturer narrative:
Concomitant medical products: product ID: 37800, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: neu_wrench_acc, lot#: unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that impedances were out of range despite the healthcare professional (hcp) wiping the lead and reinserting 4-5 times. The rep stated impedances were initially greater then 20k ohms but eventually it got down to 960 ohms. The rep stated the hcp did not feel comfortable and decided to replace the ins. Impedances were in range after the replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the intestinal stimulator (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.